Event description:
It was reported that the device explanted due to a suspected malfunction.

Manufacturer narrative:
The device was received due to a suspected malfunction. An alert of possible high voltage lead issue was received upon interrogation. After clearing the alert, the device was tested on the bench and on our automated testing equipment and found to be normal. Associated lead was capped and not returned for analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.